Event description:
The following information was reported to gore: on (B)(6) 2022, this patient underwent an endovascular treatment for an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. Both of distal devices were planned to land on the common iliac arteries. During the deployment of a trunk ipsilateral leg endoprosthesis, the right internal iliac artery was unintentionally covered by the distal leg. The overall treatment length was about 155mm and 16cm device was chosen. Reportedly that the device should have been pushed up during the deployment, but it was not successful. When the contralateral leg endoprosthesis was deployed in the left side, the left internal iliac artery was unintentionally covered during the device deployment. Reportedly that the location of bifurcation of the left internal iliac artery was difficult to confirm due to the vessel tortuous and bad visualization. Blood flow to the right internal iliac artery was slightly observed and no additional treatment was performed to solve the vessel occlusion. The patient was decided to be monitored.

Manufacturer narrative:
A review of the manufacturing records indicated the lot met all pre-release specifications. The device remains implanted and was therefore not available for engineering evaluation by gore. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.